Event description:
Customer reported an unexpected negative reaction on the echo using capture-r ready screen (crrs) 3. The missed antibody was anti-d; the patient had been given rhig.

Manufacturer narrative:
According to the package insert for crrs (3), passively acquired anti-d may not be detected with capture technology.